Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the surgeon had to rotate the lens after implantation. Additional information has been received that patient experienced loss of visual acuity due to iol rotation. The event may be occurred due to the improper use of the injector. The videos of the case clearly show that the lens was implanted normally and was left intact the fracture of haptics occurred a few days later. The lens was rotated and the patient was fine. There are three medical device reports associated with this file. This report is associated with 2 of 5.

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of initially implanted upside down and had to be flipped, haptics take longer to unfold and loss of va; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.